Event description:
Prior to a laparoscopic gastric bypass procedure, the tip of the blade borke off into the patient while activating. It was retreived. The procedure was completed with a new device. There was no adverse consequence to the patient.